Manufacturer narrative:
The investigation has determined that higher than expected vitros tropi es results were obtained from two different samples drawn from the same patient when tested using vitros tropi es reagent lot 3560 and lot 3645 on a vitros 5600 integrated system. A definitive cause of the higher than expected vitros tropi es results was not determined. An issue with the samples from the patient is the most likely contributor to the event. The issue was isolated to two different samples drawn from the same patient. The presence of a sample specific interferent cannot be ruled out as a contributor to the event, as testing using an heterophilic blocking tube (hbt) was not conducted. Additionally, sample interference from medication the patient was administered or their metabolites, cannot be ruled out as a contributor to the event. Based on historical quality control results, a vitros tropi es lot 3645 reagent issue is an unlikely contributor to the event. However, no quality control data was provided for vitros tropi es lot 3560, therefore the performance of the reagent was not evaluated and cannot be ruled out as a contributor to the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3645 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3560 or lot 3645. An instrument issue cannot be ruled out as a contributor to the event, as no precision testing was performed to verify the performance of the vitros 5600 integrated system. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it was not established whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report multiple higher than expected results from two different samples drawn from the same patient when tested using vitros immunodiagnostic products troponin I es (tropi es) reagent pack on a vitros 5600 integrated system. Patient sample 1: vitros tropi es lot 3560 results of 0.759, 0.943, 0.504 ng/ml versus the expected result of < 0.012 ng/ml. Patient sample 2: vitros tropi es lot 3645 results of 1.090, 1.050, 0.815, 0.702 and 1.020 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the higher than expected vitros tropi es results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).